Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient experienced rupture on the left side only. There was no issue on the right side. Hence, patient code has been updated to "no adverse event", and device code has been updated to "no apparent adverse event". This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on the left side, and with unknown size unknown gel implant on the right side and experienced bilateral breast implant ruptures postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503754bc; serial number (B)(4) on the left side, and with catalog number 3503754bc; serial number (B)(4) on the right side on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that under event description (field b5) of the initial submission, it was mistakenly reported that this was patient's primary breast augmentation. This was patient's revision breast augmentation surgery. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).